Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Investigation summary: "material #:367968. Lot/batch #: 4004949. Bd received 13 samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for gel air bubbles- before use was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles-before use with the incident lot was observed. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles-before use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the customer found (13) tubes had gel air bubbles in them. No patient impact reported.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the customer found (13) tubes had gel air bubbles in them. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Unique identifier (UDI) #: (B)(4).